Event description:
Patient reported " suspects her left implant has ruptured." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported that she "had an ultrasound and physician said they cannot see a rupture at this stage". Device remains implanted.